Manufacturer narrative:
Device eval summary: eval of electrode belt sn (B)(4) has been completed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.

Event description:
During the servicing of an unrelated issue of belt sn (B)(4), a reportable event was discovered. Upon investigation of the electrode belt, it was found that the connector nut was missing. The pt was issued a replacement electrode belt.